Event description:
It was reported the patient had a shocking or jolting sensation and an overstimulation sensation. It was noted that a power on reset (por) message was shown following an overdischarge of the implantable neurostimulator (ins). It was noted the patient went to the emergency room with painful over stimulation and they were unable to turn the ins and stimulation off. It was further noted the patient saw their healthcare professional (hcp) during the day on (B)(6) 2014 for an overdischarge. The reporter stated there was a por message on the patient programmer. It was noted the hcp did a short physician mode recharge (pmr) and that stopped the over stimulation. Additional information received reported the device was discharged and a pmr was done. The reporter stated there was a charging issue and the patient was not complaint with charging. It was noted the por was cleared on (B)(6) 2014 and the ins was working normally. It was further noted that there was no signs or symptoms associated with this event. It was noted that no hospitalization was required and the patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).